Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow button was under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Investigation revealed an intact and undamaged keypad with fully responsive buttons. Upon removal of the keypad cover, no defects or damages were found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).